Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated that the insulin pump is not delivering insulin. Customer's blood glucose reading was 522 mg/dl. During troubleshooting, the customer confirmed that insulin was now coming out of the pump. Assisted the customer with the prime/fill tubing of pump and insulin came out. Advised customer to contact health care professional and to monitor their blood glucose levels through out the night. Also, advised customer to refer to back up plan as well. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.